Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Another similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -09.50 diopter, in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to the patient experienced a refractive surprise. The lens was replaced with another same model/ length lens but the problem was not resolved. See MFR. Report # 2023826-2021-04502 for replacement lens. The cause of the event was due to the device.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on lens. Visual inspection found a piece of haptic broken. Dimensional and refractive verification was performed and the lens was found to be in specification. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).